Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting which took place in september 2015 (FDA-2014-n-0736-2084, awareness date 28-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted on an unspecified date. Additional information (product technical complaint investigation result) received on 18-nov-2015. Consumer reported she had to get her fallopian tubes removed in (B)(6) 2015 due to essure complications. The pain she was in was unbearable. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is 2015-045426. Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had her fallopian tubes removed due to essure (fallopian tube occlusion insert) complications. According to her, the pain she was in was unbearable. Pain is listed according to essure's reference safety information. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this particular case, limited information was provided. Nevertheless, given event's nature; causality with the suspect insert cannot be excluded. This case was considered an incident, since device removal was required (salpingectomy performed). Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical event and a quality defect. No active follow-up will be pursued (case identified during health authority website monitoring).

Manufacturer narrative:
Legal claim received on 13-jun-2016. New reporters were added. The consumer's date of birth was updated (she was (B)(6)). Essure was inserted on or around (B)(6) 2015 for permanent sterilization. It was reported that post-procedure period was marked by immediate and severe pain and discomfort, including severe pelvic pain, severe back pain, abdominal bloating, and abdominal pain. She never experienced any of these conditions prior to undergoing the essure procedure. On or around (B)(6) 2015, she underwent a laparoscopic salpingectomy to remove the essure coils. After surgery, consumer was informed that one of her essure coils had migrated outside of her fallopian tube and was free floating. Company causality comment: this non-medically confirmed, legal and spontaneous case report refers to a female consumer who had her fallopian tubes removed due to essure (fallopian tube occlusion insert) complications. According to her, the severe pain (seen as pelvic pain female) she was in was unbearable. A laparoscopic salpingectomy to remove the essure coils was performed and after that it was informed that one of her essure coils had migrated outside of her fallopian tube and was free floating (seen as device migration). Both event are listed according to essure's reference safety information and considered serious. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. Besides, there is a risk that the device could move out of fallopian tubes. In this particular case, essure was removed after 7 days after insertion and during this period the events occurred. Based on a compatible temporal relationship and given their nature, causality with the suspect insert cannot be excluded. This case was considered an incident, since device removal was required (laparoscopic salpingectomy performed). Additionally, non-serious events were reported. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical event and a quality defect. Further information will be obtained through the litigation process.